Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube, embolic coil was found stretched at the proximal section, no other anomalies were noted; support coil, gripper and proximal section of the embolic coil were found inside the introducer. Gripper, emboli coil and marker bands were observed under the microscope and no anomalies were noted apart from the one on the embolic coil previously mentioned (stretched). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil unraveled/stretched' was confirmed, the embolic coil was found stretched at the proximal section. The failure reported by the costumer as 'marker band inadequate radiopacity' could not be evaluated, however marker bands were found in their correct place and without any damage; the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, it is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when the orbit helical fill 2x8 coil (637hf0208/15267742) was positioned at the target site, the proximal marker could not be seen; it was thought that the was stretched. After the device was withdrawn and inspected it was confirmed that the coil was stretched. The device was changed to another one to complete the procedure with the same (mc) microcatheter. During the procedure, high resolution fluoroscopy was used, but the marker band could not be seen under fluoroscopy due to the coil becoming unraveled. Prior to the event, the marker band were seen without any issues. After the event, the coil and delivery system were removed from the patient without any issues or loss of target site. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam and without any damages. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. No resistance was met during insertion or any other time. No additional force was utilized to advance or remove the coil/delivery system. There is no information available regarding the target site or characteristics and no further procedural details regarding the positioning of the coil. One non-sterile trufill dcs orbit was received coiled inside a plastic bag; several kinks were found along the hypotube. The embolic coil was found stretched at the proximal section, no other anomalies were noted. The support coil, gripper and proximal section of the embolic coil were found inside the introducer. The gripper, emboli coil and marker bands were observed under the microscope and no anomalies were noted apart from the noted stretched embolic coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed; the embolic coil was stretched at the proximal section. The marker bands were found in their correct position without any damage. It is possible that procedural factors may have contributed to the event; however, based on the available information, the cause of the reported event cannot be determined. With review of the analysis and the device history review there is no indication of any manufacturing defect or anomaly contributing to the reported event. The device history records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent this type of damage from leaving the facility. Therefore no corrective action will be taken at this time.

Event description:
It was reported that when the orbit helical fill 2x8 coil (637hf0208/15267742) was positioned at the target site, the proximal marker cannot be seen, and the coil was stretched. Then, after the device was withdrawn and inspected, the coil was confirmed stretched. The device was changed to another one to complete the procedure with the same (mc) microcatheter. During the procedure, high resolution fluoroscopy was used, but the marker band could not be seen under fluoroscopy due to the coil becoming unraveled. Prior to the event, the marker band was seen without any issues. After the event, the coil and delivery system were removed from the patient without any issues and loss of target site. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam and without any damages. There were no kinks in the mc that may have contributed to the event and no balloon or stent remodeling product was used during the procedure. No resistance was met during insertion or any other time. No additional force was utilized to advance or remove the coil/delivery system.

Manufacturer narrative:
The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt